Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The drill was returned for evaluation. On visual inspection, the drill was noted to have a transverse fracture through the flutes near the neck. The certificate of conformance was reviewed and there were no non-conformances were found. There is no indication of a manufacturing defect. This is the only complaint in regards to the drill fracturing for 01-7148 vendor lot 318909. The most likely underlying cause of the complaint is the drill experienced force in excess of what it was designed to encounter; fractures at this point of the drill are typical of excessive force fractures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report; b5 describe event or problem; g4 date received by manufacturer; g7 type of report; h2 follow up type; h3 device evaluated by manufacturer; h6 method code; h6 results code; h6 conclusions code; h10 additional narratives/data.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The lot number provided by the customer is the vendor¿s lot number. Following a review of the customer¿s purchase history, there are seven (7) possible lot numbers: 894000, 894040, 893980, 894080, 894030, 123460, 275150. The user facility is foreign; therefore, a facility medwatch report will not be available. Report source: (B)(6).

Event description:
It was reported the drill fractured near the neck of the bit during a maxillary fixation procedure. The procedure was completed with an alternate drill. No adverse events have been reported as a result of the malfunction.